Event description:
A rn at an implant facility reported a fluid leak from the tubing set during treatment. The rn states that "pd machine was running when it switched over to fill, the tubing began spraying fluid on myself and the pt. I immediately stopped the machine." The nurse stated the fluid got into her eyes and mouth and admitted to not wearing goggles or a face shield during treatment initiation. The rn sought treatment in the facility ER, where her eyes were flushed. The pd pt suffered no known ill effect or injury.

Manufacturer narrative:
User facility or importer name and address: (B)(6) medical center. Through the investigation, it was learned that the rn was attending to the pt and was bent over the pt line when it started to leak the effluent. The rn was not wearing protective goggles or a face shield and it was learned that wearing them was not the policy of the facility. The rn went to the ER for follow up treatment. The rn has subsequently returned to work with no lost time. The rn stated she has just completed her annual skills training with return demonstration and pd was covered.